Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) a full lead was returned and analysis found no anomalies. It was noted that the helix was distorted/bent and that there was damage at implant.

Event description:
It was reported that during the implant procedure, while preparing the lead for the implant, the distal helix got stuck into the lead tip. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.